Manufacturer narrative:
The insulin pump functioned properly during the rewind, basic occlusion, occlusion, priming, excessive no delivery and displacement tests. There was no excessive no delivery alarm. The insulin pump was received with scratches on the lcd window, cracked reservoir tube lip and no missing tip of reservoir chamber. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call no delivery during manual prime, cosmetic damage and high blood glucose. Customer's blood glucose level was 401 mg/dl. Customer treated their high blood glucose with a manual injection. Customer was advised to change the set and reservoir in order to troubleshoot. Troubleshooting for the no delivery alarm during manual prime was performed. Customer advised they changed out the infusion sets and reservoirs but the issue remained unresolved. Customer advised the piston would stop at the exact same place every time and the device would alarm. Troubleshooting for cosmetic damage was performed. Customer advised the tip of the reservoir chamber was missing and they were not sure how the damage occurred. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.